Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading of "high"; however, specific bg value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer delivered a manual insulin injection and a bolus via the pump to address bg level. Customer updated their pump settings to address the event.